Event description:
Procedure: hysterectomy. According to the reporter: while performing procedure, the surgeon used 3 endostitches. He was made aware of incorrect needle count by staff. He closed wound without retrieval of 1 needle, which was embedded in the vaginal cuff. Did not want an x-ray. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).